Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient's humapen memoir display was fading, and some of the segments could not be seen. The humapen memoir was associated with product complaint (B)(4)/ lot 1201c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2015.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 13apr2015. No further follow up is planned. Evaluation summary a patient reported while using his humapen memoir device that the display was fading and some of the segments could not be seen. Investigation of the returned device (batch 1201c01, manufactured january 2012) found that the device functioned correctly and there were no missing segments in the display. The reportable malfunction of missing segments in dose numbers was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage. This is a downgrade report, which no longer meets the criteria for expedited reporting.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2015, it was reported that the patient's humapen memoir display was fading, and some of the segments could not be seen. The humapen memoir was associated with (B)(4)/ lot 1201c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on 25feb2015. Upon evaluation of the device, no malfunction was found. Update 13apr2015: additional information received on 10apr2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.